Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that while in the cath lab the md inserted the super arrow-flex (saf) sheath. While inserting the intra-aortic balloon (iab) into the saf sheath the iab became stuck. The md removed the iab from the saf sheath. Another iab was prepped and inserted into the patient. There was no reported patient death or injury. Medical/surgical intervention was not required. The intra-aortic balloon pump (iabp) therapy was delayed 10 minutes. There were no reported patient complications. The patient received the iab and was moved to the cardiac care unit.